Event description:
Additional information indicates the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-05568 , 1627487-2019-05569. It was reported the patient experienced sharp back pain on her right side and at ipg site. Also, the patient experienced intermittent numbness and tingling spasms. The patient underwent surgical intervention (related manufacturer reference number: 1627487-2019-05569) which did not resolve the issue. As a result, surgical intervention may be pending.

Manufacturer narrative:
The reported event for discomfort was not confirmed. The lead was received incomplete with only the terminal end lead segment (6.6cm) being returned. The lead was cut due to the explant procedure. Full functional test could not be performed due to being incomplete.